Event description:
During phacoemulsification phase of cataract extraction left eye, tear developed in posterior capsule. Part of the removed lens (pt's) floated back into the vitreous surgery stopped, eye closed with suture and pt transferred to the hospital.